Event description:
During product evaluation, the pump failed an accuracy test on channel a and b. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 04 2007. Evaluation summary: the condition of under infusion on channel a and b was confirmed. Inspection of the device found that the under infusion was caused by faulty pump head mechanisms and therefore, pump head mechanisms channel a and b were replaced.